Manufacturer narrative:
Conclusion failure event observed during analysis. Final analysis found an insulation abrasion at 16.5 cm to 16.7 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. Reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.